Event description:
Failure analysis is provided.

Manufacturer narrative:
Unable to perform analysis lead damaged. Visual inspection under 30x magnification indicates no j stiffener wire fractures but does indicate that the proximal end of the j stiffener wire has abraded a hole in the outer polyurethane insulation 92mm proximal of weld site. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms no j stiffener wire fractures or protrusions.